Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2156 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "double lumen PICC line, one of the two lumens developed a leak in the catheter product was used with 5 french securacath."